Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The pump was received with the flashing medtronic logo during boot up. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test or self test due to the flashing medtronic logo. Unable to download history files or traces due to the flashing medtronic logo. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked case (battery tube) and pillowing keypad overlay. The flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly, motor and force sensor. Unable to confirm or test for high bgs during analysis. For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported moisture damage to the insulin pump. The customer reported blood glucose value of 331 mg/dl and the hyperglycemic event was treated with insulin pump. The event involved product(s) mmt-1884l, mmt-213a, mmt-332a, mmt-7040a. Troubleshooting was partially performed for hyperglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for moisture damage allegation. Customer stated that they can hear fluid sound when shaking the pump. Customer was advised to replace the insulin pump. No further patient complications were reported. The customer discontinued using the device and mmt-1884l was returned for analysis. No product return required for mmt-213a, mmt-332a and mmt-7040a.